Event description:
Procedure: by-pass between the saphena and coronary artery. According to the reporter: at 18 hours after the original surgery, the pt was re-operated on because an internal hemorrhage was observed. When the pt was re-opened, the surgeon realized that the suture thread was broken.